Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was unknown. Troubleshoot for the stuck button alarm was provided. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad at the "down", "right", "menu" and "select" button due to corroded keypad traces. Unable to perform the displacement test and self test due to unresponsive keypad.